Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. As received, the balloon and windings were completely missing from the catheter. The balloon and windings were not returned. This condition may occur when a pull force of 6.6 n (0.68 kg) on the inflated balloon (per IFU) has been exceeded. Indication of bonding and the balloon windings was observed on the catheter body. No damage to the catheter body or hub was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specifications upon release. The complaint of ¿balloon detached¿ was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon detached from the catheter during thrombectomy. The patient had an internal shunt in the left upper arm. The catheter was inserted from the left axillary vein. The customer commented that the balloon could not be collected and suspected that the balloon latex went to the lung but that no patient complications occurred. Follow-up information indicated that a checkup CT scan was performed and no missing balloon was captured.